Event description:
Boston scientific received information that the patient with this device developed cardiac arrest and became unresponsive. The patient required intubation and was admitted to the hospital's intensive care unit. Upon review of the device stored electrograms several non-sustained episodes were noted. One ventricular fibrillation (vf) episode diverted charge after 2 seconds. The patient remained in the same episode which was marked appropriately by several vf, ventricular sense and ventricular tachycardia (vt) markers. Anti-tachy pacing was delivered after the diverted charge which indicated that the rhythm had changed to vt. The field representative reported that the rhythm was not undersensed and was unstable.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient implanted with this device expired. There were no allegations against the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.